Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote merlin transmission revealed numerous episodes of noise on the ventricular channel as non-sustained events. The cause of noise is suspected to be from a conductor failure. The lead was scheduled for a lead revision. The lead was capped and replaced without adverse complication.